Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five was unable to open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed to open. A field service engineer replaced the rails, reseated connections in the back, restarted, tested the full height drawer functionality and resolved the issue. The customer tested functionality several times successfully. The system functioned as intended after the field service engineer repaired the device.